Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, the valve and delivery system needed extra force to get through the torturous anatomy. The valve exited the sheath, and it was noted that the stent frame was damaged. The valve, delivery system and sheath were removed as a unit without complications. A new valve was prepped and successfully deployed. The patient was in stable condition post procedure. Per pre deco evaluation, sheath shaft liner torn/damaged was noted.

Manufacturer narrative:
The sapien 3 ultra valve (23mm) was returned crimped on crimp balloon of delivery system and inserted through the sheath. The returned devices were visually inspected for any abnormalities and the following was observed. Multiple bent struts seen at both inflow and outflow. An inflow strut bent backward. Exposed struts seen at inflow (expected after crimped and used. Post expansion, the frame appeared slightly distorted. After removing the pvl skirt, an inflow strut adjacent to c2 commissure was found bent. All leaflets were dehydrated and wrinkled due to storage condition (prolong crimping) during the return handling process. All struts remained exposed through skirt (expected after crimped and used. Two tears on hdpe shaft; 1 cm in length and located approximately 18 cm from sheath tip; 0.75 cm in length and located approximately 15 cm from sheath tip. Liner tear underneath hdpe. The tear is measured approximately 1.5 cm in length. Soft tip damaged. Deep scratches along the sheath. Flex tip gouges noted on the delivery system. A review of returned imagery revealed that the patient had a severely tortuous access vessel and calcification can be seen near bifurcation area. Due to the condition of the returned valve (bent strut/frame distortion), no functional and dimensional testing were performed. The complaint was confirmed through visual inspection. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for frame damaged during use was confirmed from the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported 'the valve and delivery system needed extra force to get through tortuous anatomy. Upon the valve exiting the sheath it was noted that the stent frame was damaged.' Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Per imagery review, the patient had a tortuous and calcified access vessel. In addition, it was reported that the device was inserted at steep angle. The combination of these factors can create a challenging pathway for delivery system advancement through sheath leading to resistance and high push force. In this case, the valve strut likely caught within sheath during delivery system advancement. In such condition, attempt to further advance the delivery system through the sheath can damage the sheath and resulted in bent strut. The sheath shaft damaged and delivery system flex tip gouges observed further support the scenario as described above. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (steep insertion angle/high push force) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).